Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of delayed onset nodules, swelling, and abscess are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: warnings injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Adverse events per tables 1 and 2: injection site responses by severity and duration after initial treatment occurring in > 5% of treated subjects, possible injection site responses post injection with juvéderm volbella® xc include swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching, and dryness. Postmarket surveillance the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported patient was injected with juvéderm vollure¿ xc. Three months later patient was injected with juvéderm volbella® xc. Patient was injected with 1.6 cc total and injection sites were noted as marionette lines, nasolabial folds and chin. One month later patient developed delayed onset nodules at the injection site up their cheek and around the eyes. The patient also developed swelling around the eyes and now has an abscess in the nasolabial folds. Patient was treated on two separate occasions with hyaluronidase injections and on two separate occasions with kenalog injections. Patient has also taken azithromycin, doxycycline, and minocycline and saw no improvement. Patient is currently taking prednisone and fosamax. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00186 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm volbella® xc, also a device manufactured by allergan.

Event description:
Additional information: injection sites for juvéderm vollure¿ xc were in the marionette lines. Two weeks later, the physician injected the patient in the left nasolabial fold, oral commissures, and lips lines with one syringe of juvéderm volbella® xc, totaling 1.6 cc. The patient was prepared with ethanol and chlorohexidine prior to injection. About two weeks later, the patient experienced a bump in the nasolabial fold; it was ¿softened with massage.¿ two weeks later, the left nasolabial fold developed ¿abscess and edema.¿ healthcare professional reported the nodule was "first soft," then turned into an abscess and described the nodule as "inflammatory." Healthcare professional also reported overcorrection. Abscess eventually resolved, but edema persisted and could only be controlled with prednisone. Symptoms were also reported to occur at the malar eminence/zygomatic arch area. Patient is returning weekly for the past 9 months and receiving injections of 5-fu, kenalog, and hylenex. Per healthcare professional, patient needs to be taken off prednisone, but general facial edema returns when patient is taken off.

Manufacturer narrative:
The events of "overcorrection" and "inflammatory nodule" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: b. Health care professional instructions 11. Correct to 100% of the desired volume effect. Do not overcorrect. The degree and duration of the correction depend on the character of the defect treated, the tissue stress at the implant site, the depth of the implant in the tissue, and the injection technique. Markedly indurated defects may be difficult to correct.